Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h10, h11. H11: the device was received for evaluation. During evaluation, a burnt smell was identified. The wireless battery module was inspected with no signs of corrosion or bulging. There was no signs of the pump being dropped and no signs of pump being exposed to fluid ingress. Further inspection of the ui to fp flex cable identified the smell was coming from the grommet area; the front panel printed circuit board assembly (pcba) was burnt. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause was due to burnt component. The front panel assembly, ui pcba board, ui to front panel flex pcba, and inner and outer door side grommet would be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a burnt smell; the device was getting hot. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.